Event description:
There was an allegation of questionable elecsys hiv combi pt results from the cobas e 602 module. The initial result was 1.4 coi (reactive). The sample was repeated twice, with a result of >5000 coi (reactive) each time. The sample was repeated on another analyzer at the site, and the result was >1.0 coi (reactive). No questionable result was reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The cobas e 602 module serial number was (B)(6). The field service engineer checked the analyzer and determined the event was consistent with an issue with the sample. He performed water and gear pump adjustments, ran mechanism checks, ran measuring cell preparations, and performed a system volume check. He ran performance testing with passing results. The investigation is ongoing.

Manufacturer narrative:
No calibration issues were found, and the qc results were within the customer's established ranges before sample measurement. Relevant alarms for "procell /cleancell short" and "preclean short" were observed in the analyzer alarm trace. The investigation was unable to determine a specific root cause. There was no product problem identified.